Event description:
It was reported that the 8800 system has a problem with the transverse lock. There was no report of pt injury.

Manufacturer narrative:
Advised that the reporter will call to schedule service call. No additional info at this time.